Manufacturer narrative:
Device has not been returned for evaluation therefore no determination could be made for the reported device failure.

Event description:
It was reported that the white wheel that you use to load the nitinol wire is faulty. The wire is twisting around the wheel and is coming out in between the handle and the wheel instead of in front. The surgeon did not have a back-up device available. Email received on 11/21/2006 confirmed that a 30 to 45 minute delay was experienced. It was confirmed that it was the monofilament suture that the issue was with, not a "nitinol" wire. The surgeon completed the repair with a cuff stitch that was on the shoulder elite set. Further report states: "the facts are that the instrument was in a perfect position when the monofilament suture could not been released. He had to take out the instrument, open up a pds suture, load it into the cuff stitch and had to re-stitch the labarum."